Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that multiple times, pcas have not delivered a dose after pushing the dose request button. The pca alarmed "max dose limit reached" when the dose request button was pushed right after it turned green, and the maximum dose limit had not been yet reached. After ten seconds have passed, it then allows the patient to request a dose again. The event was re-created during testing by pharmacy.

Manufacturer narrative:
Additional information added to: d1,d4,d10,d11,h4 section a requested, however not provided. The customer¿s report of of pca¿s not delivering a dose request after illuminating and then pressing the dose request button was confirmed through testing. Results from a review of the pcu error log shows no malfunctions. On (B)(6) 2019 at 8:42:49 am the pca was programmed to infuse with drug ID: (B)(4) (hydromorphone) with the following settings: pca dose: 1 mg, lockout interval: 30 min, conc: 1 mg/ml, max limit: 2 mg/1h. Between 9:07:13 am and 9:07:39 am the first patient requested dose was delivered. The pvi was now at 2ml delivered, including the loading dose.at 9:37:32 am another dose was requested and finished being delivered at 9:37:58 am. Another request was made at 10:07:34 am and the system alerted with ¿max limit reached¿ appeared on the screen. Between 10:06:59 am and 10:08:24 am twenty (20) dose requests were made, none of these requests were delivered. Then at 10:08:27 am the request was now allowed because an hour had now passed because the first patient requested dose was administered at 9:07:39 am and the max limit passed and enough time had passed to infuse the third requested dose without going beyond the max in the amount of time it took to infuse the first dose. This occurs because the entire pca dose cannot be infused without going beyond the max limit. The demand is therefore rejected and a maximum dose limit exceeded alarm is generated at 1 hour. The pca maximum dose logic uses up to an additional minute worth of continuous dosing data when deciding if the max dose limit is exceeded. The maximum dose limit comparison uses a summation of the accumulated dose and the demanded pca dose: demanded pca dose ¿ no partial pca doses are infused. Functional testing consisting of infusion testing performed on the source pcu found the device operating as intended. The root cause was identified as due to the pcu restricting the pca from delivering at the time because it would be over the max limit by the end of the infusion of the new dose at the 1-hour mark. The system is behaving per design requirement for max limit reached alarm.

Event description:
It was reported that multiple times, pcas have not delivered a dose after pushing the dose request button. The pca alarmed "max dose limit reached" when the dose request button was pushed right after it turned green, and the maximum dose limit had not been yet reached. After ten seconds have passed, it then allows the patient to request a dose again. The event was re-created during testing by pharmacy.